Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during basal delivery. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump.